Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was provided reset instruction but then hung up the call. Technical support called customer back but no answer was received.